Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the device was starting to fail. Follow-up with the physician's office determined that the patient contacted the office regarding a financial bill, but that there was no complaint about the performance. The device remains in use. No patient complications have been reported as a result of this event.